Manufacturer narrative:
H3: product analysis # (B)(4), product # 55711014535, lot # ca18g138 visual and optical inspection confirmed the screw was returned damaged. The threaded shaft has been bent and the tip has some deformation. Optical inspection did not reveal and damage that could contribute to the screw bending. It appears the screw was bent due to overload during the insertion process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5. Desc evt problem is updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative that this event occurred when the operation of the device was confirmed outside the body.

Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product ID# 55811014535, 510k# k122433 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for adolescent idiopathic scoliosis. It was reported that the rotation axis was unclear, and despite multiple driver replacements, the issue remained unresolved. However, the device worked correctly when replaced with another product of the same size, suggesting a high likelihood of a shape defect in the original product. There was no patient symptoms reported. There were no further complications reported regarding the event.